Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher two times. The last repair was july 7, 2017 where it was reported that the device needed repair and the roller, worn bushing, and worn side plates were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher revealed that the comb tines were bent. The calibration and test mesh could not be performed due to the damaged comb. The 1.5:1 ratio cutter, 2:1 ratio cutter, 3:1 ratio cutter and 4:1 ratio cutter all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb and damaged hardware. The skin graft mesher was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the comb tines were bent. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement o of the damaged comb and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.. The skin graft mesher was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has not been received by zimmer biomet and once the product received our investigation will begin once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the roller trough was bent in spd. No adverse events have been reported as a result of this malfunction.